Manufacturer narrative:
"An attempt to reproduce the reported event using simplera 1.3.1 installed on samsung s20(android 13) was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). Cause and or contributing factors: after investigation and based on the feedback received from the customer , the only cause for the issue could have been that the customer would have created an account for another country in the first attempt and logged in to a different country causing the units to be displayed as mg instead of mmol. Upon reset and logging in to the correct carelink account, the units are displayed as expected. Steps to resolve: for similar issues : 1. Confirm the region in the phone settings is set to ""iceland"" 2. Confirm that the timezone has been set to iceland as well 3. Confirm the carelink account used to login is created for iceland. Note : after the above conditions are met . Please follow the below 4. Change the region in your phone settings to UK 5. Launch the simplera 6. Change the region back to ""iceland"" 7.see if the issue is still fixed 8. If the issue still persists , reboot the phone and relaunch the simplera app. The issue should be fixed. Also, as performed by the customer himself , deleting the app and relaunching it and relogging to the correct country could solve the issue. Confirmed by the customer representative the issue has been resolved currently . Customer had deleted and reinstalled the app for the issue to be fixed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported simpler application was showing mg/dl instead of mmol/l. Troubleshooting was partially performed. The issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.